Event description:
Report received of an over-delivery. The customer indicated the event was the result of an error in programming the device. At 1709, the pump was programmed in the dose calculation mode to deliver 5mg of epinephrine in 250ml at a rate of 2mcg/kg/min instead of 0.2 mcg/kg/min. After three minutes, the pt became hypertensive. At this time, the nurse noted the error and stopped the infusion. The pt was treated with an unspecified dose of IV nitroglycerin and nitroprusside. There were no reported adverse pt sequelae. Though requested, no further info was available.